Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging confirmed migration of the t12 lead. As a result, the patient underwent surgical intervention on (B)(6) 2024 wherein the migrated lead was replaced, and an additional lead was placed for improved s1 coverage. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Patient weight corrected. Event description corrected. Codes corrected.

Event description:
Additional information was obtained, revealing that the ineffective therapy occurred due to the l1 lead; previously reported migration was not confirmed. During surgery on (B)(6) 2024, the l1 lead was explanted and replaced with a lead at the t12 position. Additionally, a new lead was added at s1 to cover new pain. The existing t12 & s1 leads were not addressed during the procedure, as there was no allegation against these leads. Therapy was restored post op.